Event description:
It was reported that the ilet screen was found cracked upon waking, which prevented entry of the limited access code and normal device operation; blood glucose was reportedly unaffected and the patient transitioned to backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of glycemic control and no need for medical intervention or hospitalization. Investigation included internal complaint intake and device replacement logistics pending return. Investigation of this case revealed a damaged display component consistent with physical damage to the user interface, with no associated alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device design or manufacturing.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.